Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. The information provided is limited and the maude event report did not include contact information, therefore additional information cannot be requested at this time. No conclusion can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol via maude event report (mw5076008): "during abdominal wall reconstruction, I was implanted with large piece of polypropylene mesh. I started having increased abdominal and pelvic pain, nausea, significant weight loss and rashes and itching. Two years later, I was tested and found to be allergic to polypropylene. I had to have the mesh removed in a 10 hour surgery. This surgery left me with an injury to my lateral femoral cutaneous nerve on my right thigh. Now I suffer nerve pain, burning and tingling constantly. Also, I have just been diagnosed with recurrent hernias after the mesh removal and tissue repairs."